Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to repair a humeral diaphysis fracture with cortex screws on (B)(6) 2016, the tip of the tap for 3.5mm cortex screws broke and was retained in the patient¿s bone. The surgeon doesn¿t typically use intraoperative imaging, and during the surgery, the surgeon couldn¿t confirm the tip of the instrument was retained in the patient. When image was checked at the end of the procedure, the plate was blocking the view. The patient was reportedly muscular with good bone quality and it was decided that retrieval would be too difficult. After the patient was in recovery, the surgeon reviewed the image again and discovered a shadow behind the screw, thus confirming that the tip of the tap screw was retained in the patient. The procedure was successfully completed with no reported surgical delay. There was no information available regarding the patient¿s postsurgical outcome. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: september 22, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The tip from the tab was broken. The inner diameter, the outer diameter and the hardness were measured, and fulfill the specifications. It was found that the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.